Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre reader showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader touch screen ¿up-arrow¿ no longer works and the customer was unable to view the scanned results. On (B)(6) 2020, the customer did not report experiencing glycemic symptoms however was treated with sugar and a glucagon injection by a nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Touchscreen test was performed and touchscreen responded properly. No malfunction or product deficiency was identified.

Event description:
A customer reported the adc freestyle libre reader touch screen ¿up-arrow¿ no longer works and the customer was unable to view the scanned results. On (B)(6) 2020, the customer did not report experiencing glycemic symptoms however was treated with sugar and a glucagon injection by a nurse. There was no report of death or permanent injury associated with this event.